Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The lumen of the delivery system was damaged. The delivery system outer shaft was kinked/buckled. Blood was observed on the delivery system (not obstructed). Blood was observed on the sheath. Blood was observed on the flush port valve of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is exposed wire mesh protruding from the outer shaft at 3.3 cm from the distal end of the delivery system. The outer shaft is kink/buckled at 5.2 cm from the distal end of the delivery system. There is blood in the flush tube. There is blood in the tether tube. There is blood on the tether. If information is provided in the future, a supplemental report will be issued.

Event description:
The delivery system was returned to the manufacture, analyzed and tested out of specification. No patient complications have been reported as a result of this event.